Manufacturer narrative:
One opened/used partial sensor was inspected and it was noted the sensor cannula was broken (crimpled). It is unknown if the customer received the sensor in said condition as it was opened/used. Needle complaint wasn't confirmed as customer didn't return the needle with the sensor.

Event description:
Customer's mother reported via phone call, she was having issues with some sensors. First sensor, the needle came apart from the sensor. The needle fell out when she inserted it to the serter. It had broken apart prior to inserting. Customer's mother didn't recall the customer's blood glucose. The second sensor, she was unable to remove the sensor and it wouldn't retract. Customer's blood glucose was 275 mg/dl. Then there was blood everywhere. Customer's mother agreed to return the sensor's for analysis.